Manufacturer narrative:
(B)(4)

Event description:
Additional information was provided that the haptic broke upon inserting into cartridge. The cause of the event was due to loading of the lens.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic technician reported that during an intraocular lens (iol) implant procedure, the haptic broke when inserting the lens into the cartridge. There was no patient contact. The procedure was completed. Additional information has been requested.